Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple battery alarms. Customer's blood glucose was 149mg/dl at the time of incident. Troubleshooting found that the customer previously received a replacement battery cap which did not resolve the issue. The product will be returned.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operational currents within specification and passed self test and displacement test. Pump trace download analysis confirmed the pump alarmed low battery alert, power loss alarm, replace battery alert, replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery alert, power loss alarm, replace battery alert, replace battery now alarm due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit was monitored for two days and no blank display anomalies noted. Power connector plug in and locked in place properly. No battery cap was received with pump. Unable to verify battery cap anomaly. Unit received with minor scratched display window, case and keypad overlay.